Event description:
It was reported that the physician inserted the central venous catheter into the pt's internal jugular. As the spring wire guide (swg) advanced through the introducer needle, resistance was met. The swg was withdrawn through the needle and the swg uncoiled, but remained intact. As a result, another tray was opened and used successfully. There were no pt complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.